Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer stated they had two reservoir that had air bubbles on them and making her blood glucose go up from 200 to almost 400 mg/dl. Customer reported that they were hospitalized but was still high blood glucose value and was given insulin. Customer had a lower blood glucose value after emergency room visit. Customer was using insulin at room temperature but their insulin vial actually had bubbles inside it. Customer was assisted with filling reservoir and tubing correctly and they were able to do it without having air bubbles. Customer declined to troubleshoot for air bubble anomaly and high blood glucose value. The reservoir will not be returned for analysis.